Event description:
Handpiece overheated during preparation for restoration on #30 and #31 teeth. During the preparation the patient stopped the doctor and stated that they felt something hot. The doctor immediately changed to a different handpiece and completed the procedure. Patient did not receive an injury from the heat and required no medical treatment.